Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged and burnt power supply. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The damaged (burnt) power supply was identified during the evaluation. The cause of the condition was determined to be a discharge at the hospital. To correct the condition, the power supply was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that a flo-gard infusion pump could not turn on. This occurred before use. There was no patient involvement. No additional information is available. Evaluation summary: the device was serviced on-site by a field service technician. In addition to visual inspection and functional testing, battery testing and a review of the alarm log were performed. During visual inspection it was revealed that the device could not turn on. The cause of the reported condition was determined to be a variation of line voltage observed at the hospital. Inspection further revealed the power supply to be damaged and a burnt slow blow fuse. All issues discovered during servicing were related to the reported condition, determined to be from the same cause. To correct the condition, the power supply and fuse were replaced. After replacement of the power supply, the device presented a low battery alarm during functional testing. This condition was related to the reported problem and caused by the defective power supply. To correct this condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.